Event description:
On 4/29/97, a physician contacted the company's services support group stating that he wanted someone to come check his epilaser, because a pt of his had been burned during an epilaser treatment (four days prior). The dr also reported that the machine was displaying a "fault error" message. A service technician was sent to the dr's office that same day.